Event description:
--

Event description:
Boston scientific crm received information that this device was emitting beeping tones. An in-office evaluation was planned. The device was later explanted for normal battery depletion. Upon receipt, initial analysis determined that the device did not meet expected longevity predictions as described in labeling. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007. No adverse patient effects have been reported.

Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.